Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The hospital biomedical engineer reported the device shut down during preventive maintenance. There was no patient involvement.

Manufacturer narrative:
The manufacturer's field service engineer replaced the data acquisition to motor controller cable to address this finding. The device successfully passed performance specification testing.

Manufacturer narrative:
The hospital biomedical engineer reported that the manufacturer's field service engineer replaced the data acquisition to motor controller cable.